Manufacturer narrative:
A visual examination of the returned device found that the tang hole was broken and the needle tail was bent and protruding from the clevis. The dual pullwires were intact and not broken. The broken jaw was sent for material analysis which revealed that the fracture surface exhibited a material cold flow molding defect. This condition reflects an occurrence of arrested material during the solidification process. The device welding and riveting was found to be within manufacturing specification. Functionally, the returned unit was not tested due to the broken jaw. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Additionally, the forceps returned with one of the jaws broken at the tang hole. Material analysis of the fractured jaw revealed that the failure was due to material cold flow at the solidification process. Therefore, the most probable root cause is supplier manufacture. There is an open supplier corrective action to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps device was used during a gastroscopy biopsy procedure performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope, a biopsy retrieval was attempted, but the jaws failed to function properly when the device was actuated. Upon removal, one of the dual pullwires was found to be broken. No device fragments detached into the patient. Additionally, no difficulty or resistance was encountered while advancing or removing the forceps through the scope. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps device was used during a gastroscopy biopsy procedure performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope, a biopsy retrieval was attempted, but the jaws failed to function properly when the device was actuated. Upon removal, one of the dual pullwires was found to be broken. No device fragments detached into the patient. Additionally, no difficulty or resistance was encountered while advancing or removing the forceps through the scope. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).